Event description:
It was reported that: " gmrs proximal femoral replacement w/triathlon rev. Cup /constrained liner put in (B) (6) 2009. Pt has had history of infections. Pt has 3 previous surgeries. Revised for infection in (B) (6) 2009. Pt became re-infected resulting in extraction of implants. Dr (B) (6) commented again on how well fixed tritanium rev cup was and on the boney ingrowth."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. There where other devices listed in this report. However, catalog number and lot numbers are not provided.